Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The dual wave bolus feature could not be tested and no bolus could be delivered due to unresponsive buttons. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 157 mg/dl. The customer reported that the keypad of the insulin pump was unresponsive and seemed stuck. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.